Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h4, h6, h10. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Event description:
It was reported that during testing of the unit after service for a different issue, the cardiosave intra-aortic balloon pump (iabp) had a leak on the pim. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and the pneumatic module assy, rohs (pim) was replaced to resolve the problem. . The fse then performed and completed a preventive maintenance (pm) with a full performed, functional and safety checks to meet factory specifications. The iabp was returned to the customer and released for clinical use.

Manufacturer narrative:
Additional information has been requested. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that during testing of the unit after service for a different issue, the cardiosave intra-aortic balloon pump (iabp) had a leak on the pim. There was no patient involvement, and no adverse event reported.